Manufacturer narrative:
Health effect: (B)(4). Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on radius side assessed as fold flaw opening. Additional observations: ¿ stress marks are observed assessed as non-penetrating nick. ¿ wear abrasion is observed. ¿ crease fold is observed. ¿ white particles on the shell are observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.